Event description:
A report was received that the patient was getting a 10h0 error. Bsn representative attempted a firmware upgrade without any success. The patient was advised to have an ipg replacement.